Event description:
It was reported by a customer on (B)(6) 2011 the fiber cap detached as the physician was coagulating the last minor bleeder; the fiber cap became partially detached. No patient injury was reported.